Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure "scope has a disturbed image" is due to probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited a disturbed image. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.